Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads were explanted. There were no adverse patient effects reported. No indication if the product will be returned.it was report approximately three months prior to the explant for infection, the patient had magnetic resonance imaging (MRI) performed. The patient developed redness and blistering over the implant site which was noted to have happened in the past. However, following the most recent MRI that occurred approximately three months ago, a blister over the pocket broke and a hole formed which did not heal. It was suspected that the patient experienced a thermal burn from the MRI. The system was then subsequently explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b3: date of event; correction to field b5: describe event or problem; correction to field e1: initial reporter; correction to field g2: report source; correction to field g3: bsc aware date; correction to field h6: patient code description and patient code.